Manufacturer narrative:
(B)(4). The device was requested but not yet returned. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: during patient treatment air was detected in upper third of membrane. The previous oxygenator was replaced due to this. After several hours of use again air was detected by the bubble alarm of the cardiohelp device. The product was de-aired by the (B)(6). (B)(4). Related to complaint # (B)(4) for first product which was replaced at the same patient for the same incident.

Manufacturer narrative:
(B)(4). The actual device involved in this complaint was not returned to mcp; therefore a manufacturer laboratory investigation was not possible on the device involved. Another device- from the same incident - complaint (B)(4) same patient of the same lot was evaluated under - medwatch -MFR. Report # 8010762-2016-00208. This product was investigated with the following results obtained: the product was investigated at the lab of the manufacturer. A tightness test was performed on the blood side and at the water side of the product. Hereby no leakage could be confirmed, the product was tight. No abnormalities were detected during inspection of the product. Thus the reported failure could not be confirmed. The most probable cause of the reported incident is unknown. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). Related to complaint # (B)(4) for first product which was replaced at the same patient for the same incident.